Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken in one piece. The first piece measured approximately 138.3 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this manufacturer report pertains to one of two flexiva ID 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on october 11, 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be bent out of the packaging. A second flexiva ID 200 laser fiber was opened and the same issue occurred. The procedure was completed with the third flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code captures the reportable event of fiber broke. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two flexiva ID 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be bent out of the packaging. A second flexiva ID 200 laser fiber was opened and the same issue occurred. The procedure was completed with the third flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.